Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for malignant pain. It was reported that the patient stated their handset and communicator are not working properly. The patient stated they had stimulator equipment replaced 'a couple months back,' as previously documented, but then clarified they meant they received new pump external equipment. The patient stated since they got it, they are constantly seeing a message 'please wait- not responding - close and reopen app or wait'. The patient stated if the equipment does connect, it's 'super slow' and will stop at 80 or 90% and will take 5-10 minutes to progress through. The patient also stated the communicator is blinking a lot and if it doesn't blink, that means it's working.' When the manufacturer's patient services specialist (pss) attempted to clarify event date, the patient stated, 'a week after I got it,' and did not provide further information. The patient had myptm app open with an expected 37 minute lockout due to 'just' doing a bolus. Pss assisted patient in clearing data. Prior to data clear, the patient's data was 4.78 mb. Pss reviewed considerations and patient agreed to monitor and call back for assistance as needed.

Manufacturer narrative:
H7, h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.